Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper irregularity with the incident lot was not observed.

Event description:
It was reported that a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube with an irregular cap was not decapped by an instrument and caused a blocked instrument probe. No injury or medical intervention were reported.